Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch iq meter had an apply sample issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2014. The patient manages her diabetes with pills, diet and/or exercise. It is unknown if the patient made any changes to her usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of ¿dizziness, blurred vision, fatigue and nausea¿ 30 minutes after the apply sample issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used and the correct test strips were being used. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.